Manufacturer narrative:
(B)(4). Batch #: n53w61. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with no reload present. During further evaluation, the device was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion were noted on the shaft and the motor. No functional testing could be performed due to the returned condition of the device. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? The blade moved around 20mm with staple line but blade was stuck after that. So, surgeon had to use manual override button. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? The blade moved around 20mm with staple line but blade was stuck after that. So, surgeon had to use manual override button. Or, did the device fully fire and stop during the automatic knife return? The blade moved around 20mm with staple line but blade was stuck after that. So, surgeon had to use manual override button. Was there any difficulty opening the device? No, surgeon used manual override to retract the blade. If yes, how was the device removed from the patient? Na. If yes, did the jaws eventually open? Yes, the jaw were opened after using manual override.

Event description:
It was reported that during an unknown procedure, the pse60a was stuck while firing in the procedure after which surgeon had to use manual over ride to bring back the knife and open the jaws. The procedure was delayed by 20 minutes. The procedure was completed successfully with no patient consequences reported.